Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to an incorrect interpretation of signal. No intervention was performed, and the patient was stable.